Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and returned, in addition the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that an alert screen could be displayed when the jaw and I-blade got broken. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported by the rep during a laparoscopic hysterectomy procedure, the generator gave an error that was not noted. The error occurred when the surgeon activated the device on foreign material inside the patient that was left over from a previous procedure. The surgeon tried to open and close the jaws to free it but could not get it free. Monopolar scissors were used to cut the tip of the device out of the tissue to free it from the patient. While the scissors were hot ¿activated,¿ it touched the enseal device. This caused the monitor on the anesthesia machine to shut off. It was noted that the generator and the megadyne controller were not plugged into the same power source as the anesthesia machine at that time. Another device was used to complete the procedure with no patient consequence reported.